Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a faulty switch. Additionally, it was reported that the computer freezes automatically or cannot be unfrozen. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged with foreign objects which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that switch one did not work due to a short-circuited switch printed circuit board caused by water invasion. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that water tightness was lost due to deformation of the up-down knob. It was observed that the light guide lens had a crack due to a handling issue. It was also observed that the adhesive around the objective lens was peeled. It was observed that the paint on the suction, air, and water cylinders were peeled due to handling. It was also observed that the image had a partially dark area due to a scratch on the objective lens. It was observed that the control unit had discoloration due to chemical stress. Additionally, it was observed that the control unit was dirty due to water leakage caused by water invasion in the device. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the right and left knob did not move smoothly due to deformation caused by a damaged body control unit. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the zoom did not work smoothly due to damage on the zoom charge-coupled device. It was also observed that the forceps channel port was shaved due to physical stress caused by handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, plastic distal end cover, switch box, lock engagement lever, lock engagement knob, right and left knob, control unit, up and down knob, scope connector, scope connector cover, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, universal cord, image guide protector, flexibility adjustment ring, scope cover and on the grip. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that the facility immerses the endoscope in detergent solution. During the precleaning process, the customer did not specify if the facility supplies air and water through the nozzle. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign object was found inside the air/water nozzle. After analyzing the foreign matter, it appears to be a mixture of beeswax and silicic acid. The origin could not be determined because neither substance is used in endoscopes. Beeswax is sometimes used as an ingredient in cosmetics. Silicates are white components found in antifoaming agents and tap water. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for the location where foreign matter remained, and it is unclear whether there was any physical damage to the location where foreign matter remained. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of combined functions with related equipment" as follows. "[Inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air/water supply nozzles at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [water supply inspection] 1. Cover the holes in the air and water supply buttons with your fingers. 2. Press the button while keeping the hole covered. Verify that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.